Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's screen was damaged. They noticed that they could barely read the screen. The outer screen was fine, but the screen was scrambled up on the inside in the center. The customer's blood glucose level during the incident was 217 mg/dl. They did not know how the damage occurred. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. Unable to performed functional test due to display anomaly. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.